Event description:
It was reported that the patient was scheduled for a revision (B)(6) /2013 to move her pump from her buttocks to her abdomen. It was thought that they were moving it due to discomfort. It was later reported that the pump was moved as planned and the catheter was revised to accommodate the pump move. The pump was moved from the right gluteal area to the right abdominal area. The pump was moved because, it was ¿creating a little wear and she was kind of sitting in that area¿, so they decided to move the pump to her abdomen. There were no problems with the pump or catheter. The pump was delivering infumorph. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).